Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a total laparoscopic hysterectomy (tlh) procedure. The device was being used to close the vaginal cuff. Using the running technique for suturing. The needle of the suture reload broke. The broken needle fragments fell into the patient's cavity and were recovered. In order to resolve the issue and complete the case, used a new strand of the suture reload. However, the needle on the second strand also broke. Some of the needle fragments were left in the patient. An additional suture was used without issue.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one foil wrapper for device. The event report alleges the product was used in a surgical procedure. Additionally, analysis suggests that the product was used in a surgical procedure. Visual functional indicated no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.